Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "hole in valve," "hole on valve side," and "edge of valve torn." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed three openings assessed as surgical damage. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b5, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.